Manufacturer narrative:
Evaluation summary: two devices were received from post market vigilance (pmv) for evaluation of the handles skipping. Both staplers were received with the retraction knob fully retracted, articulation lever in neutral position and the trigger in the fully released position. Two loading units were also received with the complaint package. Both loading units were observed previously fired. No irregularities were observed in the staplers during the visual evaluation. The devices were loaded and unloaded successfully. Jaws closed and opened without difficulties, however when intended to fire, the staplers handle depressed without advancing confirming the reported condition. A representative straight and roticulator loading unit were also successfully loaded into the staplers. The devices clamped and unclamped without irregularities, nevertheless it was unable to be fired. An access hole was cut into both staplers in order to evaluate the trigger mechanism. It was observed that the first and second teeth, of the rack (p/n: 1061709) from both staplers were sheared preventing the staplers from functioning as intended. Noted damage could be cause due to the following scenarios: if the instrument is forced to operate in a thick tissue. Applying excessive force to the trigger mechanism causing the instrument not to fire and the components to break as observed. If attempting to fire with the sulu pre fired or, inadvertently advancing the loading unit. The root cause of the observed issue was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, when the surgeon was attempting to staple, the handle trigger was very hard to press, a cracking sound was heard and the device did not staple. A second device was opened (same lot number) and the same issue occurred. In both staplers they used a egia45amt. The surgeon confirmed that the correct steps were performed before stapling: closing of the sulu and pressing the pre-firing green button. A new device was used to complete the procedure. There was no injury to the patient.